Event description:
It was reported that prior to the implant procedure, this patient passed the automatic screening tool for a subcutaneous implantable defibrillator (s-ICD) system. However, during the implant procedure during wound closure, the automatic setup tool was performed and failed. The monitoring electrocardiogram indicated low amplitude measurements. The physician subsequently attempted to reposition the system, but better amplitudes were not achieved and the automatic setup was unable to be performed. The physician subsequently elected to explant the s-ICD system and implant a transvenous system to resolve the event and the patient was stable. The s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that prior to the implant procedure, this patient passed the automatic screening tool for a subcutaneous implantable defibrillator (s-ICD) system. However, during the implant procedure during wound closure, the automatic setup tool was performed and failed. The monitoring electrocardiogram indicated low amplitude measurements. The physician subsequently attempted to reposition the system, but better amplitudes were not achieved and the automatic setup was unable to be performed. The physician subsequently elected to explant the s-ICD system and implant a transvenous system to resolve the event and the patient was stable. This s-ICD electrode was received for analysis.